Event description:
It was reported that the patient was unable to communicate with or interrogate the implantable neurostimulator and the patient was not able to receive therapy. The patient visited his/her physician and completed 5 physician-mode-resets (pmr) with no results. A surgeon was informed and the patient's ins was explanted and replaced. If any additional information is received, it will be included in a supplemental report.

Event description:
Additional review indicated there was not normal battery depletion. There was no patient injury, and the patient recovered without sequela following the replacement surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of this device(37712) (serial #: (B)(4)) found the battery's capacity was reduced due to overdischarge. The implantable neurostimulator (ins) was in an overdischarged state when received for analysis. The last recharge more than several seconds was on (B)(6) 2011. Adjustment using the patient programmer was last done on (B)(6) 2011. The ins battery drained down to the lock mode on (B)(6) 2012. After this a 7 second recharge was done on (B)(6) 2012 when the ins battery was at 3.375 volts in the lock mode. The ins telemetry was not recovered until a full physician mode recharge was performed. Normal recharging returned after one full physician mode recharge. The ins functioned properly after the telemetry was restored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.